Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a machine setup before a navio assisted case, machine was not getting booted. The screen boots to black and there is a blinking cursor on top left side of the monitor. Cpu is faulty. Procedure was performed, after a non-significant delay, by changing to manual procedure. Patient was not harmed beyond the issue reported.

Manufacturer narrative:
H3, h6: the navio surgical system india, part number rob00036, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. If a navio¿ surgical system failure occurs at any point during the surgical case, refer to the surgical technique guide for knee arthroplasty, recovery procedure guidelines tables for proper guidance regarding recovering to a fully manual procedure. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker array failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a navio computer failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.